Event description:
Customer reported experiencing cartridge alarm 20 on multiple occasions in early october. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, instructed the customer on how to use a backup therapy to ensure uninterrupted insulin delivery, and advised on using the updated software. The customer was informed of steps for the replacement process and how to return the malfunctioning pump safely.